Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
While performing a treatment using an orbital atherectomy device (oad), advancing proximally to distally in the obtuse marginal artery (om), the crown jumped and the coronary viperwire fractured. During the treatment, the crown was in close proximity to the radiopaque tip of the guide wire. An unsuccessful attempt was made to snare the guide wire tip. The guide wire tip remained in vivo. The patient was doing well.